Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the stylet was bent making it impossible to insert the lead into the introducer. The lead was implanted into the patient. No complications have been reported as a result of this event.